Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The review of system log files showed malfunctioning of connection to the flex spot pc. Upon troubleshooting, the philips field service engineer (fse) found no connection to the flex spot pc. To resolve the issue, the fse restored the connection to the flex spot pc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.